Manufacturer narrative:
Memo for the submission added - attachment: [memo - MDR submissions.pdf]

Event description:
It was reported that a plate probe had a fit issue, it could not be locked into the collet and was tight when removing it. No patient involved.

Manufacturer narrative:
Section d10 was corrected. Section h10: the device was being used during treatment and was not returned for evaluation. Thus, visual inspection was not performed. The DHR was reviewed for pn (B)(6) /lot c1306912 and found a lot that was related to fit issues between the handpiece and visualization tool. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and the reported event has been established. This lot of the plate probe was found to have an incorrect notch curvature. Therefore, this issue prevented the plate probe from fully locking in and it was not machined with sufficient space to allow proper locking with the handpiece. The reported event can be confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault. There has been a corrective action opened to address this issue and it is being further investigated.